Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 41 mg/dl. Customer's blood glucose at time of call was 249 mg/dl. Customer treated low blood glucose with food. Customer mentioned to have diabetic ketoacidosis symptoms and had blood glucose over 600 mg/dl multiple times. After troubleshooting, the call dropped. Customer will not be returning the device for analysis.